Event description:
It was reported that the customer went to the emergency room due to a diabetes-related issue while using the insulin pump. Although the specific blood glucose level was unknown, the sensor indicated a "high" reading. Cause was not known. There was no injury reported, and no issues were observed with the pump, cartridge, or infusion set. The customer received IV and saline insulin treatment, which resolved the issue, and no permanent damage was identified by healthcare providers. The customer was released from the emergency room on the same day.